Event description:
Information received by medtronic indicated that the insulin pump had software error detected pump error alarms. Customer stated they were able to successfully clear the alarm and was able to rewind pump. Customer stated that insulin pump did passed self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring= black. The pump was returned for alarming software error detected found on (B)(6) 2021. Pump successfully downloaded traces and history files using thump. Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case. Unit passed self test and displacement. No software error detected alarms noted during testing however, software error detected confirmed in the pump history on (B)(6) 2021 at 2:46am. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Software error detected was confirmed in the pump history on (B)(6) 2021 due to a hardware error (as per global logic analysis (esf #3470387)) isolated to electronic assy. (B)(4).